Event description:
Upon walking up, customer's bg was 390 mg/dl and he "felt wetness and smelled insulin." The pod was removed and he noticed the cannula was "not inserted/came out." Pod was returned for eval.

Manufacturer narrative:
The product was returned for eval and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would likely result in interrupted insulin delivery and may lead to increased blood glucose. The lab eval, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The lot was reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "...if your experience unexpected elevated blood glucose occurs, change your pod."